Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the returned product consisted of a watchman delivery system (wds) with implant. There were numerous kinks throughout the shaft of the wds. The implant was received inside the shaft. Microscopic examination revealed that there was damage to the core wire. The tip was damaged. The tip damage is consistent with recapturing the implant. An attempt to deploy the implant was unsuccessful, due to the core wire damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01167. Reportable based on analysis completed on 01/12/2016. It was reported that recapture difficulty occurred. A 33mm watchman laa closure device & delivery system was selected for a left atrial appendage (laa) closure procedure. A watchman access system (was) was positioned in the patient and the watchman &#59404;lla closure device & delivery system was advanced. The closure device was deployed; however, it did not meet release criteria so it was recaptured. There was some resistance during recapture; but the device was fully recaptured and contained in the was. When removed outside of the patient it was noted that the anchors were protruding from the shaft of the delivery system. The was remained in the laa and a second 33mm watchman laa closure device & delivery system was advanced. This device did not meet release criteria and was therefore recaptured and removed. Again, resistance was noted, but the device was fully contained and upon removal from the patient the anchors were protruding from the shaft of the delivery system. The was remained in the laa and another watchman laa closure device was able to be deployed and released. There were no patient complications reported and the patient's condition was stable. However, returned device analysis revealed numerous kinks in the delivery system.